Manufacturer narrative:
H6 - actual device was evaluated. Visual, photographic and mechanical testing were performed. Device met all specifications.

Event description:
Spiral blade implanted 08-22, 1997, broke on the medial side of the rod. The rod and blade were removed 10/10/97 and replaced with a dynamic condylar screw.